Event description:
It was reported that the cord on the radio frequency programmer head needed to be fixed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the cord on the radiofrequency programmer head was damaged, it was slit in three places. The cable was replaced and the programmer head then passed all final electrical testing as well as a bench systems test. (B)(4).

Event description:
It was reported that the cord on the radio frequency programmer head needed to be fixed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.